Event description:
It was reported by dealer that the joystick will not turn off on the 3gtq3-mcg power chair. He states if you disconnect power, the joystick functions, it just will not turn off on its' own. Dealer also states on the free wheel hubs, the engagement pins keep falling out and it will not disengage from the hub. No further information provided.